Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was supraumbilical and umbilical hernias. The procedure performed was repair of supraumbilical and umbilical hernias using mesh. The patient has had a revision, or a physician has recommended surgical intervention.